Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-23414. It was reported the pt experienced left sided weakness. Subsequently, she underwent surgical intervention on (B)(6) 2013 and had her scs system explanted as a precaution. F/u info indicated the pt reported the leg weakness has been resolved and she has no residual symptoms postoperatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.